Event description:
It was reported that right ventricular lead exhibited noise. The noise was reproducible in clinic. No other electrical anomalies were found. No symptoms or additional information were reported. The noise was previously reported in 2017865-2007-00173.